Event description:
It was reported that the patient lost therapy. Surgical intervention was undertaken in which the patient's scs system was explanted to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event description and concomitant products updates. Related report number added.

Event description:
Related manufacturer reference number 1627487-2022-06912. It was reported that effective therapy was never established for the patient. Surgical intervention was undertaken in which the patient's system was explanted to address the issue.